Event description:
It was reported that the patient received inappropriate therapy due to noise. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Performance data collected from the device was analyzed and indicated the presence of oversensing and that the lead integrity alert triggered on (B)(6) 2010.